Event description:
It was reported that a shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending circumflex artery. A 3.50mm x 16mm liberté stent delivery system was selected to treat the moderately calcified, moderately tortuous lesion. The doctor tried to pass the lesion, but the stent's proximal shaft was broken. The device was completely removed using a snare. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).